Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. Section g4. Of the initial report was incorrectly submitted. Therefore, section g4 date received by manufacturer for the initial report is being provided. The correct date is january 20, 2020.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Visual inspection revealed that the urethane outer layer had been damaged; the core wire had been exposed; the guide wire had been bent at the distal end of the inserter. The actual sample was compared to a factory-retained sample of the involved product code and confirmed that the urethane outer layer of distal 2mm in length had been separated and missing. Ccd and sem inspections of the urethane outer layer-separated section revealed: creases had been generated on the surface near the distal end; the area near the distal end had been partially contracted in diameter; the distal end had been partially elongated. Based on this, it is likely that the actual sample was trapped by some hard object, and then exposed to pulling force. The distal end of the core wire was inspected with sem and compared to that of the retention sample. Both samples showed smooth cut surface, which is an indication of having been processed in the manufacturing process. Based on this, it was conceivable that the core wire of the actual sample had not been fractured. The outer diameter of the urethane outer layer was measured on the intact section and confirmed to meet the factory standard. The outer diameter of the core wire was measured at approximately 2mm from the distal end and confirmed to be equivalent to that of the retention sample (at approximately 2mm from the distal end): od of the actual sample (at approximately 2mm from the distal end): 0.082mm; od of the retention sample (at approximately 2mm from the distal end): 0.082mm. Reproductive testing was performed. A guidewire sample was withdrawn from the holder tube diagonally by being pinched with fingers in a manner that the guide wire was subjected to instantaneous pulling force. As a result, the following damage was observed on the test sample: urethane outer layer had been detached from the distal section of the core wire ; core wire and gold coil were exposed; distal section of the shaft had been bent at the distal end of the inserter; creases had been generated partially on the urethane outer layer surface; contact mark on the urethane outer layer (due to having been pinched with fingers); partial elongation of the urethane outer layer in the fracture end. Based on the creases and the contact mark observed on the urethane layer, the state of damage was considered to be similar to that on the actual sample. A guidewire sample was withdrawn from the holder tube diagonally by being pinched with forceps in a manner that the guide wire was subjected to instantaneous pulling force. As a result, the following damage was observed on the test sample: the distal end of the test sample had been broken off; urethane outer layer had been detached from the distal section of the core wire; core wire and gold coil were exposed; distal section of the shaft had been bent at the distal end of the inserter; abrasions had been generated partially on the urethane outer layer surface; contact mark on the urethane outer layer (due to having been pinched with forceps); partial elongation of the urethane outer layer in the fracture end. Based on the broken-off distal section of the test sample and abrasions on the urethane outer layer surface, the state of damage was considered to differ from that on the actual sample. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: remove the glidewire advantage and the holder together from the package. Fill the holder with heparinized physiological saline solution through the hub of the holder using a syringe. Remove the glidewire advantage from the holder and inspect the glidewireadvantage prior to use, to verify that it is lubricated. If the glidewire advantage cannot be easily removed from the holder, inject more heparinized physiological saline solution into the holder and try again. Prior to use, prime the catheter with heparinized physiological saline solution to ensure smooth movement of the glidewire advantage within it. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample in the state of its distal section having been trapped with an object was subjected to instantaneous pulling force, which resulted in the separation of the urethane outer layer from the core wire and the exposure of the core wire. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the radifocus glidewire advantage wire came damaged out of the package. The event occurred pre-treatment; therefore, procedure outcome and patient impact was not reported.